Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right ventricular (rv) leads were unable to achieve sensing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the right ventricular (rv) lead exhibited unsatisfactory numbers when implanted. The lead was removed and a replacement rv lead was attempted but unsatisfactory numbers persisted. The lead was removed and a longer length rv lead was placed with satisfactory numbers. It was reported that the patient had a persistent left superior vena cava (svc) which may have contributed. No patient complications have been reported as a result of this event.